Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to login to the station. A field service engineer (fse) verified the database (db) issue and db bloat, confirmed that the customer deleted log files, freeing 17 gb of space during a reboot. However, an object reference error prevented the system from booting. The fse dialed into the station, deleted the database, stopped services, repaired the db, restarted services, and initiated a synchronization, waiting for it to complete and verifying operations. After clearing hard drive space and restarting the station, an error occurred during login. Then the fse collaborated with team lead to troubleshoot, but after multiple unsuccessful attempts to auto-start the station, the hard drive was replaced. The fse then configured and tested the new hard drive successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login in and station was on cfn application and they were unable to took medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.